Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional relevant information or samples become available, a follow-up report will be submitted.

Event description:
The customer reported to baxter colombia of a administration solution set in which a component of the set ("the roting") does not rotate. The event occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This product is not distributed in the united states and does not have a 510k number.